Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
The dr was unable to insert the sheath into the pt right femoral artery. The sheath was removed. A second iab was inserted into the pt. On 5/9/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: unk - rpt'd 4/22/97. Pt current status: unk - rpt'd 4/22/97.